Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated on thursday they went to the doctor for an MRI and the people there were all cognizant of the scs and told patient to bring their controller. Patient said they put the controller into MRI mode and when they got out of there, they turned the controller back on and took it out of MRI mode. Patient then said on friday afternoon, they realized that the stimulation was not working, and wasn't doing anything anymore. Patient described having adaptivestim programming, but now the only position that worked was lying down. Patient said stim wouldn't do anything when sitting or standing upright and they'd have to walk for a couple minutes before stim would kick on while walking. Patient said they normally would feel stimulation and didn't remember what intensities they were at before, but said they could "modulate" how intense stim was when they moved their spine (hunched over vs straight). Patient was in the upright position during the call and said they could not feel stim and the intensity for that position was set at 0.6. Patient then started walking but stim didn't kick on after a few minutes. Controller showed mobile position with stim at 0.8. Patient checked laying down position and stim was at 2.2 and patient confirmed the stim was working in that position. Patient returned to upright position, increased intensity to 4.4 and said stim felt like it used to again at that level. Patient checked position again and said their position was upright and now was set at 4.4. Patient said they would set the mobile position stim setting on their own after the call. Patient said has an appointment with new healthcare provider on friday (patient said some doctor that worked in the pain department at the hospital that works with the stimulator). Agent reviewed doctor can check settings if patient wanted or could contact rep to meet with them as well. Patient mentioned they have contact info for a rep, who they had contacted in the winter when they had an issue with equipment and was told to call ps.